Event description:
It was reported that the patient was getting an infection from using the purewick female external catheter. The liberator representative advised patient to reach out to their doctor about the infection. The patients doctor provided the patient with medication. The representative advised the patient to discontinue use of purewick. It was noted that the patient had been using this product for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". The DHR review could not be completed due to no lot number provided. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was getting an infection from using the purewick female external catheter. The liberator representative advised patient to reach out to their doctor about the infection. The patients doctor provided the patient with medication. The representative advised the patient to discontinue use of purewick. It was noted that the patient had been using this product for less than 90 days. Per additional information received on 15oct2022, the patient had experienced blistering of their labia using the purewick female external catheter think it was a type of allergic reaction.